Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was random and intermittent noise on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). The noise resulted in pacing inhibition of more than two seconds. The rv lead is a competitor¿s lead with externalized conductors. Boston scientific technical services (ts) discussed that the noise appeared indicative of a lead issue and discussed programming options. The device was then programmed to pace in the rv only. However, biv pacing was observed. Ts discussed this was due to the device entering fallback mode. Patient has a left ventricular assist device; no adverse patient effects were reported.

Event description:
Additional information was received that indicated that noise was also noted on the lv channel. The caller asked about programming options and ts discussed possibilities. Reprogramming options will be assessed and a lead evaluation is being considered.